Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4 (catalog number, lot number, UDI, expiry date), d.6b, g3, g6, h2, h4, h6, h10, h11. Corrected field: d.6a (date of implant) this supplemental emdr represents the perfix plug (device 1). An additional supplemental emdr was submitted to represent the ventralight st (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2012 and ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2012 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of perfix plug mesh (device 1). Per operative notes, ¿the incarcerated hernia was reduced and hernia sac was mobilized and placed into the abdomen. The perfix plug (device 1) was placed and sewed into the defect and secured with sutures. The fascia was closed and wound was irrigated.¿ on (B)(6) 2019 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with removal of prior mesh (device 1) and implant of ventralight st mesh (device 2). Per operative notes, ¿the hernia was noted around the border of the prior umbilical mesh (device 1) which was crumpled up on itself. The hernia contents were reduced and mesh (device 1) was removed from the abdomen. The fascial hernia defect was closed with sutures and ventralight st mesh (device 2) was placed into the abdomen underneath the hernia defect and secured with sutures to anterior abdominal wall.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2012 and ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective.